Manufacturer narrative:
Additional information provided in b.5., d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the technical service onsite history showed that a service activity was performed during which the main deflector was replaced. The local field service engineer stated that there was a patch mark on the main deflector which is why it needed replacement. The replaced optics were requested to be returned for investigation but are unavailable as they were faulty and therefore not stored. The image of the associated main deflector provided by the field service engineer was assessed and shows a large stain across the component. The latest preventive maintenance was conducted, and the event date was the first surgery day after this service. Accordingly, the contamination may have been caused during the service. However, due to the location of the main deflector, it can also be reached externally and contamination caused by fluid or device handling during use cannot be ruled out. Therefore, the image does not allow to conclusively determine the root cause of this stain. As the stain on the main deflector may impact laser energy distribution, an impact on the treatment result may not be ruled out and this is considered a factor potentially contributing to the reported event. After the mentioned service activity, the device met specifications as per service and installation record. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. According to the quick start up manual the system needs a warm-up time of thirty minutes. The system successfully passed all initialization steps. If the depth is not correct the energy check and the fluence test have to be repeated. The user accepted the fluence test and did not perform any further fluence tests on the day of treatment. The logfile shows two successfully performed treatments on that day. The logfile shows that the reported treatment left eye was performed successfully with four interruptions. The interruptions were caused by the user releasing the laser pedal. It is not apparent in the logfiles why the user released the laser pedal. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The root cause for the reported event cannot be identified conclusively based on provided information. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that patient has complained about blurry vision in the left eye and the post-operative best correction visual acuity and manifest refractive spherical equivalent was more than one diopter after refractive surgery. Patient is not coming for re-treatment and managing with the contact lens. There are two related reports for this event. This report addresses the patient initial's (B)(6), left eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that patient has complained about blurry vision in the left eye and the post operative best correction visual acuity and manifest refractive spherical equivalent was more than one diopter after refractive surgery. There are two related reports for this event. This report addresses the patient initial's (B)(6), left eye and other manufacturer reports will be filed.